Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during basic occlusion test and unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump passed the unexpected restart test and no there was no unexpected restart alarms noted. The pump had a scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart while rewinding. Upon review of the pump history, it was determined that the alarm was compromised force sensor system. The customer's blood glucose was 204 mg/dl at the time of incident. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.